Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
More information requested, but not yet received.

Event description:
Related manufacturer reference number: 2017865-2020-05075. Related manufacturer reference number: 2017865-2020-05076. Related manufacturer reference number: 2017865-2020-05077. Related manufacturer reference number: 2017865-2020-05078. It was reported that the patient developed an infection. The pacemaker, right ventricular lead. Left ventricular lead, and atrial lead were explanted.